Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and pain around the catheter site coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The treatment for peritonitis was unknown. Nine days after the hospitalization, the patient was discharged from the hospital. The patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13g08029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.